Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed hard drive malfunction failure with the computer.

Event description:
A medtronic representative reported that while setting up for a case, the system displayed "sr manager failure". The site uninstalled the software and then reinstalled it which did not resolve the issue. This processes was attempted again and the issue was still not resolved. No patient was present during the time of the reported incident.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.